Manufacturer narrative:
Corrosion damage was noted on the internal components.

Event description:
The core micro drill was sent in for eval due to overheating. There was no pt involvement, no adverse event was reported.